Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. The lead is available for evaluation. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. The lead is available for evaluation. No adverse patient effects were reported. Additional information received indicates that the lead was attempted due to implanting difficulties stemming from complex patient anatomy. No adverse patient effects were reported, and the lead was retained by the hospital.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. The lead is available for evaluation. No adverse patient effects were reported. Additional information received indicates that the lead was attempted due to implanting difficulties stemming from complex patient anatomy. No adverse patient effects were reported, and the lead was retained by the hospital.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported position difficulties.